Event description:
During a programming session, communication issues between the implant and the external equipment were observed. An advanced bionics rep performed device eval. The problem was confirmed. Explant surgery has been recommended.